Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain, hematoma and thrombosis are known observed and potential patient effects as listed in the omnilink elite instructions for use. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional omnilink elite referenced is being filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2017 the patient had undergone previous intervention during which two 6.0 mm/59 mm omnilink elite vascular stents were deployed in the common iliac without issue. On (B)(6) 2017, the patient underwent angiography due to complaints of pain in the stomach area. Angiography revealed thrombosis in both omnilink stents. Thrombolysis was performed on (B)(6) 2017 to remove the thrombosis; however, some thrombosis remained. On (B)(6) 2017, two non-abbott stents were implanted inside the omnilink stents for treatment. The patient experienced a hematoma from the thrombolysis, but otherwise is reported to be fine. No additional information was provided.